Event description:
Baxter (B)(4) received a report of one (1) infusor lv5, device which reportedly overinfused during patient use at the patient home. The device was filled with 5-fluorouracil. The expected infusion time was 230ml/46hr but the actual flow rate was 230ml/33hr. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted.